Manufacturer narrative:
(B)(4)

Event description:
According to the reporter during an inguinal hernia repair there was a crack in the triangle portion of the balloon dissector and would not work properly. No harm to patient. The device was used in patient. There was patient involvement. There was no patient injury or hazard.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and no leaks were detected. No dissector balloon or ports were received for evaluation. No visual or functional abnormalities were observed. Visual and functional testing of the returned product confirmed the product, as received, met specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.